Manufacturer narrative:
The device will not be evaluated due to the age of the product and the nature of the mva. The customer reported the stretcher was damaged as a result of the mva and would not be returned to service.

Event description:
The complainant reported the ambulance was involved in a rollover motor vehicle accident. During the accident, the stretcher allegedly became detached from the antler/rail fastening system. The stretcher was not transporting a patient at the time of the accident. The customer reported the stretcher was damaged and removed from service. It was reported a medic allegedly sustained minor soft tissue injury as a result of the mva but no additional details were provided.